Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the event occurred intra-operatively. There were no known adverse effects to the patient. The devices were removed easily without additional intervention and the procedure was completed successfully.

Event description:
It was reported that 2 of the 5 zip fix did not lock into place. Two were removed and one was saved. No other information reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: one device of lot number 9136523 where returned with this complaint and evaluated in this investigation. The investigation showed that no design related issues lead to the device failure. The returned device shows a clear bend in the wrong direction which indicates an incorrect placement by the user of the device during its application. By design the device needle provides the user with the right application orientation of the device during the placement. The user closed the device in the incorrect orientation. Therefore, the locking teeth of the locking feature and the device body teeth could not engage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.